Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, the customer confirmed that the same scopes were functioning properly in other rooms. The customer went on to note that he did not have access to the device when he called and intends to call back in when a tech is available to aid in troubleshooting the subject device. At this time, no return call has been received. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not displaying an image during preparation for use when paired with an olympus 180 series scope. The initial reporter did confirm that the scope was not the problem as it works without issue in other rooms. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and device evaluation. Please see updates to b5, d9, h4, h6 and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. During the device evaluation, the loss of image was unable to be duplicated. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. Additionally, it¿s likely the power switch failure was due to excessive force applied or deterioration due to long-term multiple use. The root cause of the power switch failure was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
This report was submitted for the loss of image and damaged power switch.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. When the ultrasound scope was connected, lines and distortions were present on the screen. An additional reportable event was discovered in the form of a broken power switch. The front panel was also found cracked along with the chassis having rust present. If additional information becomes available following the device evaluation, a supplemental report will be filed.